Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) , 2015, the lay-user/patient's mother contacted lifescan (lfs) USA, alleging that the patient's onetouch ping meter powers off during use. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(6) 2015. The reporter stated that the alleged power issue began at an unspecified time on (B)(6) 2015. The patient is on insulin pump therapy. The reported denied that the patient made any changes to her usual diabetes management regimen due to the alleged issue. The reporter claimed the patient developed symptoms of "high blood sugar and was vomiting" an unknown time after the alleged issue began. The reporter claimed the patient attended the emergency room (ER) at an unspecified time on (B)(6) 2015 in response to the symptoms. During the initial call, the reporter claimed the patient was treated with "IV fluids, insulin and IV glucose" however, during the follow-up call, the reporter confirmed the patient was treated for high blood glucose. The reporter informed the mss that the patient was admitted to hospital for 3 days. The reporter claimed a blood glucose test was performed on the ER/hospital device at an unspecified time on (B)(6) 2015 and a result of "378 mg/dl" was obtained. At the time of troubleshooting, the customer service representative (csr) noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr noted the incorrect battery type was being used in the subject meter. The alleged issue was resolved through training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia by a health care professional (hcp) after the alleged meter issue began.